Event description:
It was reported that the complete complete implantable cardiac defibrillation system was removed because the patient had (B)(6) in the blood. Electrode-endocarditis was suspected because it was very easy to extract the lead and a visual inspection revealed discoloration of the lead and an insulation defect. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the lead is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing had environmental stress cracking breach (non-electrical), the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the complete implantable cardiac defibrillation system was removed because the patient had spondylodiscitis with staph. Aureus in the blood. Electrode-endocaditis was suspected because it was very easy to extract the lead and a visual inspection revealed discoloration of the lead and an insulation defect. No further patient complications have been reported as a result of this event., infection